Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported chest pain. There is no documentation to show a causal relationship between the chest pain and the liberty select cycler. Additionally, both the patient and pdrn reported that the pain was not related to pd therapy and was caused by the patient¿s unspecified cardiac history. Based on available information a cause of the chest pain is not confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported chest pain remains as the patient was actively completing treatment on the liberty select cycler. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance in canceling a treatment. The patient stated they were having chest pains, unrelated to pd therapy, and needed to go to the hospital. The patient stated they would try to finish the treatment and contact the peritoneal dialysis registered nurse (pdrn) in regards to the pain. Additional information was obtained through follow up with the pdrn. The patient was hospitalized for chest pains. Per the pdrn, the chest pains are not related to the pd therapy but rather the patient¿s cardiac history. Hospital course is unknown. It is unknown if the patient continued pd therapy during the hospitalization. The patient was discharged after six days. No additional information was available.